Event description:
Pt received defibrillator discharge (shock). Subsequently he noted a beep emitted by the device every minute. Usual end-of-life behavior is a beep every 6 hrs. Office interrogation revealed an error message as well as inappropriate battery depletion. The generator was felt to be defective by MFR's technical service representatives. They recommended generator exchange. This was performed on 7/21/95.